Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had motor error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. The insulin pump passed the stop current and run current tests. Unable to perform the self-test, off no power test, unexpected restart error test, displacement test, prime test, occlusion test and no delivery test due to motor error alarm. The insulin pump had cracked case at display window corners, battery tube threads and minor scratched display window.